Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during diagnostic bronchoscopy, the bronchovideoscope image was disappearing, lines were appearing, and the image was flickering. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the image malfunctions: electrical/electronic component problem; expected or random component failure without any design or manufacturing issue. Additionally, the following reportable malfunctions were identified during the device evaluation: coating was peeled (1mm2 or more) and the plating on the distal end was peeled the cause of the additional failure(s) is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.